Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate states that while shaping the distal tip of stabilizer (complaint product), the tip became frayed. The patient was a (B)(6) male. Procedure was unknown. The target lesion was superficial femoral artery. Mild calcification and vessel tortuosity, the rate of stenosis was 80%. While shaping the distal tip of stabilizer the tip became frayed. It is unknown what type of shaping device was used. The product looked normal when taken from its packaging. There was no mishandling of the device. The product was not resterilized and it is unknown if there was any excessive force used to shape the tip of the wire. The complaint product was not clinically used. Another stabilizer (300cm, cat/lot unk) was opened and the distal tip was shaped without problem. The procedure was completed successfully.

Manufacturer narrative:
The report received from the affiliate states that while shaping the distal tip of a sgw .014 stabilizer 180cm, the tip became frayed. The patient was a (B)(6) male. The target lesion was the superficial femoral artery described as mild calcification and vessel tortuosity, the rate of stenosis was 80%. While shaping the distal tip of stabilizer the tip became frayed. It is unknown what type of shaping device was used. The product looked normal when taken from its packaging. There was no mishandling of the device. The product was not re-sterilized and it is unknown if there was any excessive force used to shape the tip of the wire. The complaint product was not clinically used. Another stabilizer (300cm, cat/lot unk) was opened and the distal tip was shaped without problem. The procedure was completed successfully. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.